Event description:
It was reported that prior to the start (post-anesthesia) of a da vinci-assisted endometriosis resection surgical procedure, the mega suturecut needle driver did not correspond to the commands. Upon evaluation, a break in the steel cable was noticed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the instrument was inspected prior to use, and it was evident that the cable was loose. The doctor was starting to move the clamp when the issue occurred. The instrument did not collide with any other instruments/tools. There were no issues related to opening/closing the grips. The surgeon did not report any issues with left/right (yaw) motion or up/down (pitch) motion because as soon as he managed to fix the loose cable, he didn't test the different movements of the clamp, but asked for a replacement. There was one visible cable protruding from the distal end of the instrument. It did not influence the opening and closing of the jaws. The customer did not know when motion the cable controlled. A fragment did not fall inside the patient¿s anatomy. There was no injury to the patient. The instrument is available for return to isi but they do not have a box for transport. Photographic images were provided.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation. A review of the instrument logs showed no usage information for the mega suturecut needle driver. Four images were submitted for review and shows a broken cable at the distal end of the instrument. Three other images show the instrument housing confirming the part/lot numbers. A failure analysis engineer reviewed the image and noted that it looks like the grip cable is damaged, but they were not able to tell from the angle if the cable is frayed or broken or if the crimp is dislodged but it is unlikely that the crimp is missing.

Manufacturer narrative:
The mega suturecut needle driver instrument has been returned and evaluated by the failure analysis team. The customer reported complaint was partially confirmed. The instrument was found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. No unintuitive motion was observed during in-house testing. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly.

Event description:
Refer to h10/h11 for follow-up information.